Manufacturer narrative:
Pump passed self test however, constant drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test or verify no delivery alarms due to pdrive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarms. The following were noted duing visual inspection: cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. Customer stated insulin exited during tubing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.